Manufacturer narrative:
Argus case: (B)(4).

Event description:
Localinous carcinoma [carcinoma]. Burning in the mouth [burning mouth]. My tongue burns [burning tongue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of carcinoma in a 68-year-old female patient who received glycerin (biotene dry mouth moisturizing mouthwash (fresh mint)) mouth wash for saliva decreased. Co-suspect products included glycerin (biotene oral balance gel) gel (batch number: 5151304, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene dry mouth moisturizing mouthwash (fresh mint) and biotene oral balance gel at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene dry mouth moisturizing mouthwash (fresh mint) and biotene oral balance gel, the patient experienced carcinoma (serious criteria haleon medically significant), burning mouth, burning tongue and drug effect less than expected. The action taken with biotene dry mouth moisturizing mouthwash (fresh mint) was unknown. The action taken with biotene oral balance gel was unknown. On an unknown date, the outcome of the carcinoma, burning mouth, burning tongue and drug effect less than expected were unknown. It was unknown if the reporter considered the carcinoma to be related to biotene dry mouth moisturizing mouthwash (fresh mint). The reporter considered the burning mouth and burning tongue to be related to biotene dry mouth moisturizing mouthwash (fresh mint). This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative(phone) on 19jun2023. It was reported that; "burning in the mouth-biotin mouthwash with mint taste. My tongue burns. I haven't bought it in several months. Because in my case I had a carcinoma of local people. I did the therapy and obviously I have big problems. With the salivation no, very little saliva and therefore rightly I buy the treating substituting kind of saliva. And I repeat the opposite. I don't take it anymore. Since truly when I burn when I use it burns my mouth and I wanted to report this. It seems important to me. Aged 68 woman I have been using your products for 18 years. Now I can't anymore. I reported it to my doctor after I had the burning. Biotene moisturizing gel in my opinion is less effective than before. It does not burn; however, it is not like before, it was more moisturizing. Success now, with the latest product. Like something was missing. It's different. Biotene gel: lot: 5151304 expiry date".